Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported event of the motor being hot was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days ((B)(6)2021 per time stamp). There were no events related to the reported event active in the log file. There were no ¿motor over temp: m6¿ alarms, or any other notable alarms active in the log file. The centrimag motor was returned for analysis and was connected to the returned and associated centrimag 2nd generation primary console and was run on a test loop for several days with no issues. The motor was functionally tested and passed all tests before being returned to the customer. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including b1 alarms. The device history records were reviewed for the centrimag motor (serial #:(B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 3003306248-2021-01068. It was reported that the centrimag 2nd generation primary console was giving off a burning smell and the centrimag motor was hot.